Manufacturer narrative:
Additional information: (use error) this evaluation determined that the reported event most likely occurred due to a blown fuse resulting from moisture intrusion causing damage to the main controller board.

Event description:
It was reported that while entering patient data before the operation, smoke came out of the bipolar ablator console. The capacitor on the console board was burned out. There was no harm or adverse event for patient, operator or third party reported. This was noticed before the surgery. No further information received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.